Manufacturer narrative:
Immucor technical support use a remote electronic connection method to access and assess the test wells on (B)(6) 2016. An immucor field service engineer (fse) visited the customer site on (B)(4) 2016 to assess the testing instrument used. The fse determined that the instrument was operating as expected.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative result when using gamma-clone anti-k (monoclonal) with galileo neo testing methodology, when tested on (B)(6) 2016.